Manufacturer narrative:
Device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Catheter damage discovered in dialysis clinic. Unable to run dialysis due to "pinhole" in blue catheter, distal to patient.

Manufacturer narrative:
The hemo-cath was returned for evaluation. Visual inspection confirms the complaint as there is a small leak on the venous extension. Inspection under magnification shows the hole is semi-circular which is consistent with the beveled end of a needle. A review of the manufacture records for the lot number reported was conducted by the contract manufacturer. Their review revealed the device was manufactured according to specification with no non-conformances or abnormalities. The process includes a 100% leak test that would have detected a leak in the extension line. The device was implanted for more than seven weeks prior to the incident. A definitive root cause cannot be determined but is most likely not manufacture related. The instructions for use (IFU) contains the following precautions: *do not use sharp instruments near the extension tubing or catheter lumen. *do not use scissors to remove dressing. Device was used for treatment, not diagnosis.